Event description:
Boston scientific crm received information that the implantable cardioverter defibrillator (ICD) exhibited a >2000 ohms impedance in association with this right ventricular pace/sense lead. A few months prior to this reading, the impedance was 1100 ohms. Thresholds were noted to have increased to 4v @ 1.2ms. The r-wave range was reported to be 11.6mv-9mv. There have been no changes in shock lead impedance. The boston scientific crm technical services consultant discussed that the symptoms appeared to lead to a tip electrode fracture and recommended a chest x-ray be done for confirmation. The physician determined to monitor at this time with increased follow-up, as the patients' device has approximately 1/4 battery life remaining. The technical services consultant also noted in the event information that there were not audible tones alerting of out of range measurements.

Manufacturer narrative:
As of today, the available information indicates the device and this lead have been removed from service. The rate/sense lead was surgically abandoned and the ICD was explanted as a result of normal battery depletion. If any additional information related to this incident becomes available, this event will be updated.